Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post procedure with the subject flow diverter, the patient had expressive aphasia and mild chronic small vessel changes in the white matter. Additional information provided by the customer indicated that the subject device was successfully implanted and no device deficiencies were noted. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during a clinical trial, the subject flow diverter was used to treat an aneurysm in the left internal carotid artery-clinoid (c5 segment). The procedure was successful and subject flow diverter was implanted to completely cover the aneurysm neck. After the procedure, the patient was noticed to have expressive aphasia and CT imaging performed showed mild chronic small vessel changes in the white matter. Patient was on dual antiplatelet therapy (aspirin and brillinta), which was reported to have had a possible relation to the event. Subject flow diverter also had a reported possible relation to the event. Physician diagnosed event as due to anesthesia. No other information is available.

Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported that during a clinical trial, the subject flow diverter was used to treat an aneurysm in the left internal carotid artery-clinoid (c5 segment). The procedure was successful and subject flow diverter was implanted to completely cover the aneurysm neck. After the procedure, the patient was noticed to have expressive aphasia and CT imaging performed showed mild chronic small vessel changes in the white matter. Patient was on dual antiplatelet therapy (aspirin and brillinta), which was reported to have had a possible relation to the event. Subject flow diverter also had a reported possible relation to the event. Physician diagnosed event as due to anesthesia. No other information is available.